Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "upstream occlusion error won't clear" as a constant upstream occlusion alarm. Evaluation found the readings on the ultrasonic sensor to be out of specification (low) due to failed upstream sensor. With low readings it makes the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had an upstream occlusion error that would not clear. It was also reported that there was no patient injury.